Manufacturer narrative:
The reported failure of positive flow verification, and negative flow verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator, u.s.a ¿ bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use. During evaluation at the manufacturer¿s service center, the device failed the positive and negative flow verification test steps. The service technician performed troubleshooting tests, and no issues were identified. The device was subsequently retested and passed all testing.